Event description:
The account alleges that the pt pendant cord was pinched in the siderail, creating a short, which caused the knee to raise.

Manufacturer narrative:
The account requested that the pt pendant be removed from the bed and not replaced, so the technician removed the pt pendant and did not install a replacement. The bed operates normally. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.